Manufacturer narrative:
Only the cooling set was returned for evaluation. Condition upon receipt: 1 un-sealed sample, part number 3318606, from lot number 0209643726 received; there was a zip tie on the tubing connector to the right of the pump cassette; and the roller clamp was in the fully unlocked position. Equipment used: microscope (zeiss stemi 2000c between 0, 65 to 5, 0 magnification settings), ipc console in conjunction with a visao handpiece, force gage. Evaluation: when compared to the assembly drawing there was no damage or anomalies in the construction of the device which would have resulted in the reported event. A syringe was used to inject water manually into the tubing set and there was no indication of an obstruction. The tubing set was functionally tested with a visao handpiece with no issues. The zip tie was removed and the connection would withstand over 5lb of force without becoming detached; the drawing requirement is 3lb minimum. Based on the available information and the product analysis there was no fault found with the device. (B)(4).

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The drill is still in use and is not being returned for evaluation.

Event description:
It was reported that "during use (drilling with visao) while the coolant pump was running, the tubing burst off distal to the pump (in the direction the pump runs) multiple times. The tubing also burst off of the visao drill multiple times. During this period the drill was overheating. A back up tubing was not on site to immediately switch over. After 30 minutes was able to obtain new tubing and swap out the product in question. This resolved the issue." There was no patient or user injury reported.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.